Event description:
Patient had undergone previous placement of a vascular access port on the left side for treatment of her cancer. She has had persistent problems with the port function. During 2006, after an attempt to use the port, she began experiencing burning and pain at the site and had an episode of palpitations. She underwent a procedure under local anesthesia for removal of the port the same month. Upon removal of the port, it was noted there was only a 5cm stump of the catheter attached to the port. The surgeon went to the right side to begin the insertion of a new port and noted on fluoroscopy that there was a long piece of catheter retained in the right side of the chest into the heart and superior vena cava. The procedure was terminated and the patient sent to special procedures for removal of the retained catheter fragment.